Event description:
According to the report, the foley balloon "ruptured" inside the patient while being used as a "suprapubic catheter".

Manufacturer narrative:
According to the report, the foley balloon "ruptured" inside the patient while being used as a "suprapubic catheter". The report stated "there is no indication of short-term or long-term complications resulting from the incident", and "no medical treatment was required following the balloon rupture". The customer did not report any serious injury related to the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
The originally reported serial number (B)(6) is not a serial number (B)(6) is the lot number for the reported device. This report is to correct the lot number and omit the originally reported serial number, as well as, update the following: update to d4: lot number. Update to d9: sample returned. Update to e2: health professional. Update to h3: device evaluated. Update to h6: type of investigation. Update to h6: investigation findings.